Manufacturer narrative:
Other text: it has been determined that complaint file (B)(4) with a manufacturing report number of 3012307300-2023-00211 is a duplicate complaint entered in error. Please disregard the previous submission(s). Any additional reporting will be conducted under the applicable file.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. Device manufacturing date: device expiration date could not be determined. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error in the numbering of the endotracheal tubes graduations; n15 instead of n16. Lot number reported could not be verified. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.